Event description:
Customer reported that pump "sporadically power cycled". There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no further information was obtained regarding the outcome of the event.